Event description:
New triple lumen cook catheter placed in pt earlier in the day. At 1730 pt was found with the red lumen portion of the catheter disconnected below "clamp" section. Chemotherapy fluid and blood found on the front of pt's pajama top. 10 cc's of chemo fluid lost on the floor of pt's room.